Event description:
A report was received that the patient experienced inadequate stimulation despite reprogramming because he cannot feel paresthesia in all his areas of pain. The patient also received the end of battery life message even though the ipg was still working. The patient underwent a revision procedure to replace the device.

Manufacturer narrative:
Analysis of sc-1140 (serial number (B)(4) confirmed that the novi ipg had reached the end of service life. However the device exhibits normal characteristics and was in service within the expected range per the direction for use (dfu). The device passed all tests including visual inspection analysis of data log x-ray inspection functional test and electrical test.

Event description:
A report was received that the patient experienced inadequate stimulation despite reprogramming because he cannot feel paresthesia in all his areas of pain. The patient also received the end of battery life message even though the ipg was still working. The patient underwent a revision procedure to replace the device.